Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that a set of internal paddles failed to discharge during a patient event. There was patient harm reported.